Event description:
On (B)(6) 2011, the lay user/patient in germany contacted lifescan to report the one touch ultrasmart meter was giving inaccurately high readings. On (B)(4) 2011, the technical service representative (tsr) spoke with the patient to obtain and verify information. On approximately (B)(6) 2011 at 12:00 noon, while hospitalized for a heart attack, the patient obtained the pre-lunch blood glucose reading of 460 mg/dl on the reported meter. The patient's usual readings at that time of day range from 100 mg/dl to 160 mg/dl. Based on that reading, the patient took an increased dose of insulin, 23 units novorapid insulin, and ate his lunch. At an unspecified time afterwards, the patient experienced the symptoms of sweating, shaking and rapid heartbeat. While symptomatic, the patient tested his blood glucose level to be 73 mg/dl. The patient administered self-treatment by consuming fruit and yogurt and felt better afterwards. The patient received no testing or treatment for his blood glucose level from the physician or nurse. Earlier on the day of this event, at 7:00 am the patient obtained a reading of 132 mg/dl. The patient manages his diabetes with novorapid insulin taken on a sliding scale based on meter readings. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k021819.